Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was flipped and the catheter was no longer intrathecal. No environmental, external, or patient factors were reported to have caused this issue. They were unable to refill the pump, took an x-ray and the pump was flipped. They manually flipped it back to fill and did a dye study and noted the catheter to be subcutaneous. Surgery was scheduled for (B)(6) 2018. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.